Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode after returning home from the implant procedure. It was reported the leads were loose. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available. Records indicate this system remains in service without further complication. Should additional information become available this report will be updated.